Event description:
The original surgery was 1995 by one surgeon. They had the second surgery in 2002 for revision of left total knee arthroplasty. They had mechanical wear of left total knee prosthesis; they had a complete synovectomy of metallic stained global joint synovitis. The physician who removed the apparatus did not indicate a failure of the system, but user facility received a call in june, 2004 form contact stating there was a possible equipment reaction or injury. User facility was unable to substantiate any equipment issues through the physician's office except it was replaced on the second surgery. There was no equipment to identify after 2 years.